Manufacturer narrative:
On 10-jul-2023, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that a patient underwent a atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring pericardiocentesis. It was reported that blood pressure decreased after one round isolation of rpv (right pulmonary vein). The effusion was checked with sound star eco catheter and confirmed its accumulation. The effusion occurred immediately after one round isolation of rpv, about 40 minutes after the start of smart touch sf catheter use. Pericardiocentesis was performed. After drainage bag was connected, the patient was transferred to the operation room. Impella was inserted during the process. Device evaluation details: the product was returned to biosense webster (bwi) for evaluation. A visual inspection and revision of all features were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and the device was recognized correctly; however, hi force appeared due to an internal printed circuit board (pcb) issue. A manufacturing record evaluation was performed for the finished device number lot 31034008l and no internal actions related to the complaint were found during the review. The force issue reported by the customer was confirmed however, the root cause of the adverse event remains unknown. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. In relation to the force issue, the instructions for use (IFU) contain the following recommendations: to ensure accurate force readings, verify that the force reading is near zero when the device is not in contact with tissue. If the force reading is not near zero when the device is not in contact with tissue, perform zeroing. If the force problem persists, replace the device cable or the device. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring pericardiocentesis. It was reported that blood pressure decreased after one round isolation of rpv (right pulmonary vein). The effusion was checked with sound star eco catheter and confirmed its accumulation. The effusion occurred immediately after one round isolation of rpv, about 40 minutes after the start of smart touch sf catheter use. Pericardiocentesis was performed. After drainage bag was connected, the patient was transferred to the operation room. Impella was inserted during the process. Description of health hazard: cardiac tamponade doctor's judgment on health hazard: serious cf monitoring methods: real time graph; dashboard; vector; visitag coloring settings for visitag: tag index additional filters in visitag: fot causal relationship between the product and the event: unknown. Physician's opinion on the relationship between the event and the product: the physician denied causal relationship with the product. There was a point at which cf rose to over 60g at the time of the roof ablation. The left atrial diameter was large, and the cf was unstable so it was tended to be high. There were no abnormalities before and while using the product. The complaint product(s) will be returned for analysis. The correct lot number for ip-01753122. Is 30978705l. Physician¿s opinion on the cause of this adverse was the procedure. The physician confirmed the bw products were not related to the ae. During the roof ablation, there was an ablation point where cf increased above 60g. Since the patient's left atrial diameter was large, cf was unstable and tended to be high. No evidence of steam pop. No error message was observed during the procedure. The lot number e8453492 is the correct lot number for the soundstar eco sms 8f catheter (10439011) that was used. The correct lot number for the product d128211 is 30978705l. Additional information- physician¿s opinion on the cause of this adverse event was the procedure. The physician confirmed the bw products were not related to the ae. During the roof ablation, there was an ablation point where cf increased above 60g. Since the patient's left atrial diameter was large, cf was unstable and tended to be high. Outcome of the adverse event was fully recovered. The patient has been discharged from the hospital but the discharged date was unknown. Extended hospitalization was required due to thoracotomy. Relevant tests/laboratory data ---nothing particular data. Other relevant history ---nothing particular medical history. Smartablate generator was used, product code: m4900202, serial number: (B)(6) a.transseptal puncture was performed with rf needle. No evidence of steam pop. Irrigated catheter was used in the event, the flow setting was pre: 1sec, post: 3sec, high flow 15ml/min. Correct catheter settings were selected on the generator. Pump switching was from ¿low¿ to ¿high¿ flow during ablation. No error message was observed during the procedure. E8453492 is correct lot number for the soundstar eco sms 8f catheter (10439011) the correct lot number for the pentaray nav eco 7fr, d, 2-6-2 (d128211) that was used is 30978705l, the product is d128211. Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable.

Manufacturer narrative:
E1 initial reporter phone: (B)(6) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)